Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.

Event description:
In 2007, the sales representative reported that during a anterior cervical discectomy and fusion, the surgeon was attempting to implant the slimline plate when during the locking of the last screw, the swivel stuck and would not lock down. The surgeon had bent the plate prior to implanting. The surgeon then removed all the screws and used another plate to complete the surgery. Surgical time was extended fifteen mins. There was no report of pt injury.